Event description:
It was reported that there was an m6 removal on levels c5/6 on (B)(6) 2024 due to a systemic patient infection. The original case was performed by dr. (B)(6) with dr. (B)(6) performing the removal. The implant was destroyed and is not returning for investigation. No further information was provided.

Manufacturer narrative:
It was reported that an m6-c was explanted, as the patient presented with a larger systemic infection. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device was not returned and, therefore, examination of the explant could not be completed. With the limited information provided, it is not possible to determine the cause of the reported failure for this product experience rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.